Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ micro pen needles 32g x 6mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not prime. Consumer does not re-use.

Event description:
It was reported while using bd ultra-fine¿ micro pen needles 32g x 6mm (100 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needle clog during injection. Consumer does not prime. Consumer does not re-use.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.